Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is deceased and the cause of death is unknown. It was further noted that approximately one year prior to the patient¿s death, a large skin lesion was noted directly over the device site and was diagnosed as fungating squamous cell carcinoma and the cancerous lesion was excised the following month. The cancerous lesion grew back quickly requiring a deeper excision which would extend into the device area and the device was removed and the right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead were cut and capped, and a leadless implantable pulse generator (ipg) was implanted. Approximately nine months later, the patient presented to the device clinic and the cut/capped ra lead, rv lead, and lv lead had eroded and were clearly exposed. The patient subsequently expired the following month. The patient is a participant in a clinical study.